Manufacturer narrative:
Corrected information : upon further review of the file and the provided information, we no longer consider this incident to be reportable. The black marks were found to be between the layers of the lens and therefore embedded in the device, without contact with the patient's eye. Therefore, this supplemental filing is to state that this event is not reportable per further examination or the information received and no further information will be provided.  All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter: telephone number:(B)(6). The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that once implanted in the patient's eye, the surgeon noticed that there was a black mark between the two layers of the implant. The lens was left in place, as the mark was not centered and is not going to interfere with the patient's vision. No further information was provided.